Event description:
It was reported that the patient had been feeling "unwell" for approximately 3-4 days prior to (B)(6) 2010. The patient was admitted to the hospital. The physician suggested that there was a pump issue present since the patient's last pump replacement. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).